Event description:
Same case as 6000093-2006-02557. It was reported that 171 days after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. Initially the pt presented with non-st elevation myocardial infarction (nstemi) and diagnostic catheterization revealed the mid portion of the circumflex (cx) was severely calcified and 95% stenosed. It was decided to proceed with percutaneous coronary intervention (pci). A rotoblator with a 1.25 burr was used to make 6 passes in the vessel. The lesion was then pre-dilated with a quantum maverick 2.50x15mm balloon and a taxus express2 2.50x20mm drug eluting stent (des) was deployed at the lesion site. The stent was post-dilated with a quantum maverick 2.75x20mm balloon. The stent was successfully implanted, fully expanded and well apposed. The results showed 0% residual stenosis and timi-iii flow. Prior to the procedure the pt received heparin and integrilin. After the procedure the pt was placed on dual anti-platelet therapy consisting of aspirin and plavix. Additionally, the pt was using lipitor, atenol, quinapril, amlopdipine and a multivitamin. There were no reported pt complications. Approx 13 mos later, the pt discontinued plavix therapy due to an upcoming cervical laminectomy. Three to 4 weeks later, the pt underwent the cervical laminectomy procedure. After discharge, he was not feeling well and complained of neck and chest pain. Four days after the laminectomy procedure, the pt presented with nstemi with marked troponin I and creatine kinase (ck). The pt was transported for emergency cardiac catheterization. Angiography revealed total occlusion of the stent previously placed in the cx. The occlusion was then successfully passed with a non-bsc guide wire and the vessel was dilated with a quantum maverick 2.50x12mm balloon. Next, a taxus express2 2.75x24mm des was then successfully deployed in the cx. The stent was fully expanded and well apposed. Timi-iii flow was restored. Prior to the procedure as well as during the procedure the pt was given heparin and integrilin. Post-procedure the pt was loaded with plavix. The pt was discharged from the hosp 5 days after the interventional procedure. One day later he was re-admitted with apnea and atrial fibrillation. In the hosp the pt coded, he experienced ventricular tachycardia which required dc cardioversion. The pt was intubated and transferred to another facility that was better equipped to treat him. Four days later stent thrombosis was diagnosed and the pt was treated with plain old balloon angioplasty (poba). The vessel was dilated using non-bsc 2.0mm, 2.5mm and 2,75 balloons. There was no further rpt complications reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.